Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal, a vela infrarenal, a limb stent graft and two (2) ovation ix extenders to treat an abdominal aortic aneurysm (aaa). This case was outside the indications of use (off -label) due to the use of adjunctive devices not compatible with the afx system per device IFU. Approximately 3.5 years post initial procedure, patient was identified with aneurysm enlargement and a possible type iiib endoleak. The patient was treated and the original device was relined with another bifurcated stent graft. The patient was reported in stable condition post intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and sac growth complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Additionally, it could not be determined if the use of concomitant products (ovation extenders in the bilateral iliacs) contributed to the reported events (off label). There was an impending rupture of the infrarenal aaa (cautionary product use). The final patient status was reported as being discharged on the eighth post operative day to a skilled nursing facility in good condition following a secondary endovascular repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g4: date received by manufacturer-updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.